Event description:
Used zimmer disposable tourniquet cuff for 3 surgical pts. The cuffs were never inflated during surgery. After surgery when the cuffs were removed, it was noted that all 3 pts had slight discoloration of their skin under where the cuff had been (posterior thigh area.) Discoloration did not harm the pts and was temporary.